Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient complained of swollen and painful which could possibly be an indication of infection. The patient was advised to contact clinic to page a representative to assist with follow up. Additional information was requested but no further information was obtained. All available information indicates that the product remains in service. There were no additional adverse effects reported.